Event description:
It was reported when using the bd pyxis¿ medstation¿ es, remote manager failed several times. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient and they have managed to get medication from pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the functioning manager was not functioning. The field service engineer (fse) aligned the latch and performed troubleshooting techniques to ensure proper functionality. The fse tightened the wire harness connectors and lubricated the harness with carbon conductor grease, restoring the remote manager's functionality. The system functioned as intended after the field service engineer repaired the device. D4 & h4: UDI and manufacturer date not available